Event description:
Sinus catheter tip was bent- unable to use and obtain clear picture. Ref rsp0615mfsn, lot 240105c-pc. According to notes from nurse manager the sales rep was present during the procedure and submitted a claim with manufacturer. Manufacturer response for sinus catheter, sinus catheter balloon relieva spinplus nav sinuplasty sys (per site reporter). Rep present during procedure.